Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had multiple pump error alarm. The customer's blood glucose level was 135 mg/dl. The troubleshooting was performed for the pump error alarm and they were able to clear the alarm but unable to complete the rewind. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Insulin pump received with critical pump error and pump error 35 due to moisture damage to force sensor. Insulin pump received with corroded electronic stack and corroded motor home switch. Unable to perform self test, sleep current measurement, active current measurement, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error.